Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Analysis found that a defective integrated circuit chip caused the device to cease communication at battery voltages lower than 2.25 v, which is in the elective replacement indicator range. Replacement of the integrated circuit chip resulted in measured data being obtainable at a battery voltage of 1.90 v, which is below the end of life level.